Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No displacement anomaly, no unexpected no delivery alarm and no motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 20's mg/dl. The customer had treated with food and glucose tablets. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. Today blood glucose was around 280 mg/dl, came home and changed site and blood glucose is 224 mg/dl. Today had a low while at the gym but was gym related. Customer also stated that they got no delivery. The other day troubleshoot was performed for low readings. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appeared normal. Customer reports pump was worn during a medical procedure/test around an MRI and was exposed to bone density test. Customer report customer does not allege pump was over delivering. The product will be returned for analysis.